Event description:
It was reported that the asymptomatic patient had presented for a follow up. The right atrial lead exhibited noise which could be reproduced with isometrics. No intervention was reported; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.